Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call, the customer was hospitalized for high blood glucose of 628 mg/dl on (B)(6) 2017. Customer's blood glucose at the time of the call was 140 mg/dl. The customer had received a new insulin pump and customer's spouse felt the device was not functioning as the customer had high blood glucose level. Customer's symptoms were nausea and vomiting. Customer was treated insulin and manual injections in the emergency room. The customer was wearing the insulin pump at the time of the hospitalization. Troubleshooting was performed on the insulin pump. The drive support cap was normal. No leaks or air bubbles were noted. Customer declined to check for possible site or insulin issues. Customer was unable to perform the high pressure test as they did not have tubing clamp. Customer was advised to call back to complete troubleshooting. The device is not returning for analysis.